Event description:
On (B)(6) 2012, the patient contacted animas and reported that the audio bolus button was intermittently unresponsive and cancelled boluses. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. All of the keypad buttons were responding properly. The keypad was removed and contamination was found under the down and contrast contacts. Unrelated to the complaint, the bolus button was found to be torn and responding intermittently. A damaged button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged button is obvious and detectable and should alert the user to discontinue use of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #2 (B)(4) 2012- additional device evaluation: additional device evaluation was completed on (B)(4) 2012 with the following findings: the bolus button was found to be torn and was intermittently responding. The button was removed and contamination was found under the button contact. Unrelated to the complaint, the display screen was found to be faded and discolored.